Event description:
(B)(6) -the dealer reported that the irc5lx stationary concentrator tubing caught on fire and spread it to the unit during use. However, the patient was not wearing the cannula, and no injury was reported.